Manufacturer narrative:
(B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. It should be noted that nc trek rx, instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over pressurization. In this case, the physician did not follow the IFU as the balloon was inflated to 26 atmospheres, which is above the specified rbp, which resulted in the balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to user error. The reported physical resistance, detachment of the balloon appears to be related to circumstances of the procedure. Based on the reported information, the balloon catheter encountered resistance during advancement against the heavily calcified anatomy causing the reported resistance. The balloon separation is likely the result of the balloon rupture and interaction with the implanted stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the balloon of the 5.0 x 08 mm nc trek balloon dilatation catheter (bdc) ruptured on inflation to 26 atmospheres and extravasation of contrast was noted. The exact location of the separation of the balloon from the shaft on removal was not known. Bypass surgery was completed and the balloon remains in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat in-stent restenosis of a heavily calcified lesion in the right coronary artery. The 5.0x8mm nc trek balloon dilatation catheter (bdc) was advanced with resistance from the anatomy to post-dilate the unspecified stent. The balloon was pressurized to 26 atmospheres; however, it did not appear that the balloon inflated. During removal of the bdc with no resistance, it was noted that the balloon had separated from the shaft of the catheter. The separated portion of the bdc was not removed and the patient was sent for coronary bypass surgery. The patient was reported to be stable. No additional information was provided.